Event description:
The reporter contacted animas on 03/06/2012 alleging that the pump has been emitting occlusion alarms for the past few days. The patient disconnected, removed the cartridge from the pump pushed on the cartridge plunger. Insulin reportedly came out of the cartridge, however it was reportedly a gel-like substance. The patient reportedly did refill the cartridge 1 time, and did not experience this issue the first time it was filled. The cartridge is reportedly not expired (the cartridge expires 07/2013). The insulin in the vial being used is reportedly clear and not expired. This report is being made based on the allegation that the insulin in the cartridge became gel-like.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):two opened cartridges were returned. Visual inspection revealed no physical defects to the cartridges. There was a yellow residue observed around the luer area as well as inside the cartridge body, and a gel like substance was found inside one of the cartridge bodies.